Event description:
Customer reported hospitalization due to a surgery. She was then in a coma for 5 days. The blood glucose reading was 392 mg/dl. Customer stated that the high blood glucose was due to not being on the insulin pump. She had been treating with manual injections while in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.